Manufacturer narrative:
(B)(4). A clinical review of the file was performed by physio-control; however there was insufficient information within the file to determine whether or not the device use contributed to the patient¿s outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself when attempting to shock a patient.  Medical personnel stated that the patient was connected to the device using a quik-combo therapy cable and defibrillation electrodes (brand unknown).  They then charged the device, in order to shock; however, when the shock button was pressed, the device powered off.  The customer advised that medical personnel then powered the device off, then back on, and switched to using hard paddles in order to shock the patient.  The customer further advised that the unit then worked ok for the remainder of the event.  There was no service indication present, nor were there any event codes in its memory.  The customer confirmed that a third party ((B)(4)) battery was installed in the device. The patient, a male, did not survive the event; however, the customer advised that medical personnel did not expect that the patient would survive, stating that the patient was "at the end of life."  No further explanation was provided. Physio-control was advised by the customer that no further details about the patient or the event are available.

Manufacturer narrative:
(B)(4). The hospital biomedical engineering staff advised physio-control that they have determined that the device did not actually shut off or lose power, but that the display went dark and then came back on by itself. The hospital biomedical engineer printed out the code-summary report from the device's archives and did not observe any indication that the device lost power during the entire event.  The hospital's biomedical engineer also advised that the date of the event was actually (B)(6) 2018 and not (B)(6) 2018 as previously reported (date of event has been updated to reflect this new information). The hospital's biomedical engineer also confirmed that the staff had administered multiple shocks to the patient before they were informed that the patient had a dnr (do not resuscitate) order on file so they ceased resuscitation efforts. The hospital biomedical engineering staff tested the device extensively and were not able to duplicate the reported issue.    The device was then returned to physio-control for evaluation. The electronic patient records from the event were downloaded and reviewed. The electronic patient record indicated that the device was used for a period of approximately 31 minutes and that a total of 10 defibrillator shocks were administered to the patient during that time. There was no indication in the patient ECG record of the device losing power inappropriately. The electronic patient record also indicated that the patient had an implanted defibrillator/pacemaker. There were periodic internal pacer detection markers in the electronic patient record as well as intermittent ECG artifact which appeared to be indicative of an implanted defibrillator administering shocks to the patient's heart. With new information available, physio-control performed a second clinical evaluation of the reported event and concluded that the device use did not contribute to the patient's outcome because the patient had an dnr order which had been established prior to the event. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use.